Event description:
Reporter indicated a vns programming wand was not performing properly, and that the data received light was constantly illuminated. Changing the wand battery did not resolve the problems. The wand has been requested for return, but has not been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.